Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the return of the device, a functional test was performed. When the handle of the device was manipulated, the forceps cups will open but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. The device was sent back to the supplier for evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. Evaluation of the device determined that for the returned, the device was tested for "would not close". During functional testing, with the device coiled in three (3), approximately eight (8) inch loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a broken solder joint. The reported defect was confirmed. Failure was due to a broken solder joint. The device history records were reviewed. The assembly orders for this lot were manufactured in september 2016 and february 2017. No relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the 'forcep cups will open but will not close' issue experienced by the customer was confirmed and the root cause was determined to be a broken solder joint. Eti is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura hot biopsy forceps are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used two (2) cook captura hot serrated forceps w/o spike. For the first device, they closed the cups to take a bite of tissue and something snapped at the handle (subject of this report). The second device was being placed down the scope and "something did not feel right", so the forceps were removed and it was noticed that the cups were bent (see related MDR 1037905-2017-00455). The devices were evaluated on 06/15/2017. One device would open but would not close (subject of this report) and the second device was found to be potentially misaligned (see related MDR 1037905-2017-00455).